Event description:
Consumer called to report concerns with her daughter's meter. Readings are erratic and she occasionally gets a reading that is far different from the others. Analysis run on consensus error grid using mean reading (293) as ref point vs. Bd readings (359, 31,371,410) yielded data points in the d zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.